Manufacturer narrative:
No sample is available for investigation. The device history report (DHR) has been reviewed and no issues or discrepancies were found that could potentially relate to this complaint. DHR shows that the product was assembled and inspected according to our specifications. A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. No corrective actions can be implemented due to the lack of product sample to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine the root cause.

Event description:
The event is reported as: the tip was trapped in the capio device, but the needle portion was deployed from they system. No further info available. No reported pt injury.